Event description:
The patient presented with a ruptured popliteal artery aneurysm. Following implantation of a 10x10 hemobahn device proximally, a 13x10 hemobahn device was inserted over 0.020 inch schneider guidewire through a 12 fr gore introducer sheath. While advancing the device distal to the aneurysm, the device became stuck because of vessel calcification and 'poor guidewire support'. The physician tried to pull the device back into the sheath but the sheath was kinked, causing the endoprosthesis to shift back on the catheter, became caught on the calcified vessel wall and had to be removed surgically. During the procedure, the vessel thrombosed and an above knee amputation was performed.

Manufacturer narrative:
A review of the manufacturing records was conducted. The review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met.